Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker had exhibited infection. Also, information was received mentioning that there was noise over sensing in the right ventricular (rv) lead channel. Impedance issues were observed when changing the polarity from unipolar to bipolar, therefore the polarity was left in unipolar. Programming and procedural options were discussed for this patient. All available information indicates that as of this time, the pacemaker with the right atrial (ra) lead and right ventricular (rv) lead remain in service. No additional adverse patient effects were reported. The pacemaker will not be returned.

Event description:
It was reported that the patient with this pacemaker had exhibited infection. Also, information was received mentioning that there was noise over sensing in the right ventricular (rv) lead channel. Impedance issues were observed when changing the polarity from unipolar to bipolar, therefore the polarity was left in unipolar. Programming and procedural options were discussed for this patient. All available information indicates that as of this time, the pacemaker with the right atrial (ra) lead and right ventricular (rv) lead remain in service. No additional adverse patient effects were reported. The pacemaker will not be returned.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. If information is provided in the future, a supplemental report will be issued.